Manufacturer narrative:
Product analysis:visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of instrument identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, driver tip broke while removing screws. Broken piece was recovered <(>&<)> thrown away. The products came in contact with the patient. No fragments of the products remained inside the patient. No patient complications were reported. The hex driver tip broke into the screw and then the screw extractor was used to remove the screw <(>&<)> driver tip.